Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8107019. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced leakage during use. The following information was provided by the initial reporter, translated from chinese to english. Verbatim: ¿the patient was admitted to the hospital in november 2019, and at 09:00, one indwelling needle was placed on (B)(6) 2020, the infusion was unblocked. On (B)(6) 2020, at 15:00, the tail of the indwelling needle was found to have leakage, removed it and another new indwelling needle was replaced, the infusion was unblocked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced leakage during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the patient was admitted to the hospital in (B)(6) 2019, and at 09:00, one indwelling needle was placed on (B)(6) 2020, the infusion was unblocked. On (B)(6) 2020, at 15:00, the tail of the indwelling needle was found to have leakage, removed it and another new indwelling needle was replaced, the infusion was unblocked.